Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the recall on this model. This device was replaced with a competitive device with no reported difficulties.